Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Family member/friend reported that the patient is not able to turn on ins. Caller stated that patient was in the hospital on tuesday for a shoulder replacement surgery and stated patient turned off stimulation for the surgery. Patient attempted to turn back on stimulation yesterday and was not able to. The caller was walked through checking patient's therapy status on the call. Caller stated that patient's stimulation was turned on but stated patient could not increase stimulation because patient was getting an out of regulation (oor) message on her patient programmer. Caller clarified this is what he meant by not being able to turn on patient's stimulation because patient cannot increase stimulation due to oor message. The oor was reviewed and how to bypass message. The caller redirected to the healthcare provider (hcp) to address. Caller confirmed understanding and stated patient will follow up with hcp. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient. The issue was resolved by meeting with a manufacturer representative.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient could not turn their ins on. The circumstances that led to being unable to adjust their stimulation was due to the patient turning their ins off for a shoulder operation. The patient consulted with their doctor and has an appointment scheduled for (B)(6). No further information was reported.